Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): conductive segment d was missing; the post at location of segment d was missing; the fiber cap exhibited minimal signs of usage; the fiber was tested with hene laser fixture, aim beam was present at fiber output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was not recognized . The procedure was completed with a turp. Patient outcome: "no damages to the patient"